Event description:
Six years postoperatively, the valve was explanted due to a torn cusp. The valve was replaced with a 21ahpj-505, which was difficult to insert due to annulus calcification. The valve is being returned for analysis and additional info will be requested.